Event description:
It was reported that the atrial lead had dislodged shortly after implant. The lead was explanted and replaced. The patient was noted to be stable throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.